Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 27, 2023 section h3: evaluated by manufacturer: yes device evaluation: the handpiece was received in the original folding carton and a specimen cup was also received. No lens was received as part of this return. A photo was provided by the customer. Visual inspection reveal that the handpiece was received with the plunger rod fully advanced. The plunger rod tip was observed to be damaged in a way consistent with damage that occurred during shipping. The lens module was inspected and no marks indicating improper plunger rod advancement were identified. The handpiece was disassembled, and no assembly issues were identified; however, viscoelastic (ovd) residue was found in the lens module indicating that an excessive amount of ovd/balanced salt solution (bss) could have been used which may have contributed to the complaint event. The cartridge tip was observed to be bent/damaged and presented with viscoelastic residue distributed through the length of the cartridge. A foreign material was received in a specimen container with an unknown viscus fluid. The material was forwarded to eag laboratories for foreign material evaluation. A material analysis was requested and per eag laboratories, the material is consistent with a methacrylate species. Photos were provided by the customer and were evaluated by a post market safety surveillance officer. Displayed was a pseudophakic eye. Particles can be observed on the lens and on a glove. The root cause of the event as well as the nature of the particles and potential clinical impact cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "difficult to use" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed two small unknown particles on the preloaded monofocal intraocular lens (iol). One of the particles was able to be removed. The surgeon decided to implant the lens in the patient's right eye. During evaluation, the surgeon noticed that the second particle was located at the border area of the pupil which will not affect the eye. No medical or surgical intervention was required. The patient is in good condition. The lens remains implanted. It was also noted that the delivery system was rigid and difficult to manage. Balance salt solution (bss) was used at room temperature as a cartridge lubricant. There was no delay in surgery after the inserter was prepped. It was noted that the lens was already stuck when attempting to advance. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: initial reporter email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of customer provided photos, the device history record, and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.